Event description:
It was reported the camera head had image noise. The reported malfunction occurred during preparation for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image noise and was caused by a cable failure. Cable failure caused the video function to not function properly and "noise" occurred. However, its unknown what caused the cable to fail. Based on the results of the investigation, it is likely that the following led to the malfunction: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.